Event description:
Complainant alleges "this morning we had the handle on the berkette break off while getting the patient positioned. This happened 3 times to 3 different products all with the same lot# of 110525. Hopefully you can tell from the pictures below, but the handle snapped where it is covered by the grip."

Manufacturer narrative:
The device was not returned for evaluation, but pictures were provided so the complaint could be confirmed. The investigation concluded that the breakage of the bracket handle was due to a devication attributable to the external supplier that provides this component. The supplier was notified, and corrective actions are being followed up. The root cause is a manufacturing error. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.